Event description:
It was reported that during renmoval of the catheter, the tip separated and remained in the pt. A CT scan showed the piece of catheter at the level l2-3 in the epidural space. There were no add'l complications reported.